Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4 the following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h10 visual examination of the returned product identified the anchor is fractured. Item and lot numbers were not confirmed as they were not etched on the part. Sem analysis of the maxbraid needle anchor using an optical microscope showed that it fractured due to torsional overload. The direction of crack propagation and crack exit area identified on the fracture surface, indicated a possible torsional overload mode of failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: item# 902569; lot# 533560; 3.0mm ti w/ maxbraid ndls. Foreign: the event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that one anchor bent and another fractured during the surgery. The fractured piece of the anchor was removed from the patient's body. There was a delay of 16-30 minutes. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.